Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) stated that the retention was prior to implant. The patient was seeing a urologist for this issue before the interstim procedures. During the trial he was able to urinate on his own but then as the trial ended he returned to retention. It was discovered at the stage 2 procedure the device had been off for a couple of days. Catheterization was standard of care. No device concern, therapy issue or procedure/use issue. Hcp was notified of the event. His constipation has resolved and he has returned to baseline symptoms of fecal incontinence so doctor turned the stimulation back on. Patient will be seen again in 3 mos. No further action. No further issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for (B)(6 ). It was reported that pt got the stimulator to help with (B)(6). Caller said they met with the medtronic rep, 2 weeks ago, who made an adjustment to their stimulation and since then it helps the (B)(6) some but the (B)(6). Patient wanted to know  if it is working but this is day 4, no (B)(6). Pt said they have the equipment but they don't know how to use it. Worked with caller and pt who wanted to try and adjust the setting. Caller was successful to connect and reported pt was on program 1 at 2.0. Caller said it had been 1.0. Callers wanted to decrease stim and were successful to decrease from 2.0 to 1.5. Reviewed basic interstim education information offered and sent email with education information. Pt will monitor their symptom results and continue working with their doctor and program settings if needed. Pt said they had called the doctor this morning but have not heard back yet. Reviewed they can call pats back in the future if they need further support. Additional information was received from the patient. Pt reports (B)(6). He reports prior to advanced trial he had daily(B)(6) and since implant he has episodes of 4 days with no (B)(6). Pt also has (B)(6) with self cath and several leaks/day as well as fi. During advanced trial he was able to empty bladder on his own and had no leaks or fi. Since stage 2 he has only been able to urinate about (B)(6), no leaks, no fi-stimulation was turned off until end of november at the earliest to return pt to baseline and determine if (B)(6) resolves. Md has given pt instructions on laxatives no further complications were reported/anticipated at this time